Event description:
It was reported that the patient experienced unspecified issue with the ambicor penile prosthesis (app). The app was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.